Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe high blood glucose event while using the ilet bionic pancreas, with the user uncertain about the precipitating food intake. Symptoms included hyperglycemia. Outcomes included insufficient information regarding the impact. Investigation included communication and interviews and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, and there was insufficient information regarding a medical device problem or any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.